Event description:
Due to patient having parkinson's and dementia, the patient received reverse total shoulder arthroplasty on (B)(6) 2015. During post-op, the patient was lifting herself up out of the wheel chair (as noted the care giver) and at some point from her initial surgery post-op to follow up (B)(6) 2016, the patient became dislocated and did not realize it or say anything to the care giver. No way to know how long the patient was dislocated. Upon examining implants in the patient, there were no signs of wear or disruption to the implants. The humeral insert was revised from a 32 standard to a 34-4mm semi- constrained to help patient joint remain stable.

Manufacturer narrative:
The reason for this revision surgery was shoulder dislocation. The length of the in-vivo service was 1.6 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed to be non-product related. The patient has parkinson's disease/dementia and was unaware of conditions surrounding her situation. In the post-op time frame she dislocated the shoulder but it was unknown when or how the dislocation occurred. It is believed the root cause of the dislocation occurred as she was lifting herself from a wheelchair. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.